Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Regional vigilance officer reports that she received a notification from a surgeon regarding depuy tricompartmental attune implants. 70 devices were implanted between 2016 and 2018. The surgeries were carried out in a classic way, with a favorable patient evolution between 6 to 18 months. The patients' condition then deteriorated with appearance of collar type disabling mechanical pain with regards to the tibial base. For 11 patients, a revision surgery was justified, due to the patients conditions. This complaint is case 5 of 11 reported revision surgeries.